Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the reported alarm was an internal battery degraded alarm. The internal battery was replaced to address this issue. During the service evaluation a learn circuit failure was observed. The learn circuit issue was due to contamination (white powdery substance) within the pneumatic block.the pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message. There was no patient injury reported as a result of this incident.